Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
(B)(4). It was reported the patient had a coronary artery bypass graft on (B)(6) 2017 and there was an interrogation the next day. On (B)(6) 2017 there was another interrogation which revealed elevated atrial lead threshold levels. The physician made programming changes. The patient was not symptomatic.